Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for a change in stimulation. Lead migration was confirmed. A lead revision was performed. Following the revision, the patient reported restored pain coverage.

Manufacturer narrative:
The device was discarded. Without the return of the device, it is not possible to reach a definitive root cause for the reported migration event. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "lead migration or suboptimal placement, which may result in undesirable stimulation changes" and continues by stating, "the patient may require surgery (including revision, explant, and replacement)" as a result of these risks. The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.